Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the unit's display and power supply. The unit was tested to factory's specifications.

Event description:
Customer reported an issue with the dpm 6 monitor's display, which may have affected pt monitoring. No pt injury was reported.